Manufacturer narrative:
Additional product code ¿ hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 30-oct-2013. Expiration date: 30-sep-2022. Part #: 456.419s, lot#: 7518370 (sterile) - lot was released to the warehouse on 30-oct-2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 for removal and reinsertion of trochanteric nail due to a non-union. Reportedly, the patient did not have pain, irritation, or discomfort associated with the non-union. The patient was initially implanted with the trochanteric nail in the left femur on (B)(6) 2014. The patient's condition was reported as stable after the procedure, which was successfully completed. There was reportedly no surgical delay or serious injuries associated with the surgery. This is report 1 of 3 for (B)(4).